Event description:
The patient was undergoing a thrombectomy procedure in the right and left pulmonary arteries using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), a non-penumbra balloon tipped diagnostic catheter (100cm), a non-penumbra sheath, an exchange length wire, and a guidewire. During the procedure, several passes were completed in the left and right pulmonary arteries using the flash catheter. After completion of the procedure, the patient started to code. An angiogram was performed using a balloon tipped diagnostic catheter and revealed vessel perforation in the proximal portion of the main pulmonary artery. The physician then placed a transverse abdominis plane (tap) drainage catheter in the patient to release blood from the pericardium. It was reported that the patient is now fully functioning and has made major progress.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.